Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The angiodynamics recent complaint report was reviewed for the convenience kit product family and the failure mode,"package hole/perforated (sterile)." No adverse trends were identified. The returned sample was visually inspected and a slice approximately an inch long was confirmed on the tyvek side of the pouch near the side edge of the pouch. The slice appears to have been made with a sharp object, possibly a box cutter. As part of the receiving process at nipro (the distributor in (B)(6)), all pouched products are removed from their inner boxes and a nipro label ((B)(6)) is applied to each pouch. The returned pouch contained the nipro label. The most likely cause of the damage to the pouch was the unboxing process at the distributor's facility. At angiodynamics, all pouches are 100% inspected per procedures during the sealing and final box processes, and if damage was present on the pouch, it should have been visualized at that time. Employees involved in the packaging/final boxing of the reported kit have been made aware of this complaint and re-trained on the applicable procedures. The directions for use (dfu) packaged with the kits contain the following warning: "contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged." ((B)(4))

Event description:
As reported by angiodynamics' distributor in (B)(6), when unpacking convenience kit, a slice/cut was noted in the kit pouch, breeching the sterility. The kit had not been provided to a hospital and has been returned to angiodynamics for evaluation.